Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product: -item # 47248510010, item name znn, cmn lag screw, 10.5 mm, 100 mm, including set screw, lot # 2868112. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that due to implant spontaneous failure the patient started to be monitored.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
DHR-review: ref: (B)(4). Lot: 2868112 - yield: 90 - delivered: 77 - scrapped: 13 - reason for scrapping: setting error tool the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: (B)(4). Lot: 2882262 - yield: 60 - delivered: 59 - scrapped: 1 - reason for scrapping: unknown the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: nail breakage event description: patient was implanted with znn nail and lag screw on january 19,(B)(4). Review of received data: - some x-rays were received and reviewed by a healthcare professional. X-ray (undated) - hip left ap-view: correct nail position, no evidence of implant failure. X-ray (B)(6) 2018 - hip left ap-view: correct nail position, no evidence of implant failure. X-ray (B)(6) 2018 - hip left ap-view: correct nail position, no evidence of implant failure. X-ray (B)(6) 2018- hip left ap-view: there is a breakage visible at the hole for the lag screw. - discharge summary: patient 82 years old, male. After falling down while walking on (B)(6) 2018intertrochanteric fracture, on (B)(6) 2018 closed reduction and antegrade femur nailing done 180mmx1mm with locking screw in neck done. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: - breakage of implant due to inadequate design of mating components. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization. =>not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end). => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic). => possible, the znn nail was not returned for investigation, therefore this point cannot be excluded. - breakage of implant due to the implant therapy is performed not as indicated. => not possible -> the medical records do not show any abnormality. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. => not possible -> the x-rays after implantation do not show any abnormality, therefore this point cannot be excluded. - breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle. => not possible -> the x-rays after implantation do not show any abnormality, therefore this point cannot be excluded. - breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. => not possible -> the x-rays after implantation do not show any abnormality, therefore this point cannot be excluded. - breakage of implant due to users appling not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. => not possible -> the x-rays after implantation do not show any abnormality, therefore this point cannot be excluded. - breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail. => not possible -> the x-rays after implantation do not show any abnormality, therefore this point cannot be excluded. - breakage of implant due to wrong/incomplete infomation about limitation and postoperative restrition => not possible -> the medical records do not show any abnormality. - breakage of implant due to patient do not follow the post-operative protocol. => possible, it can be possible that the znn nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. - breakage of implant due to explanted implant is used for new implantation surgery. => not possible -> implant stickers are available, therefore this point cannot be excluded. Conclusion summary: in an 82-year-old, male-patient a znn nail was implanted on (B)(6) 2018 after a fall of the previous day. Six months later patient experienced implant failure at the lag screw insertion site. Some x-rays and surgical notes were received and reviewed by an independent healthcare professional. The breakage of the znn nail is visible on the x-ray dated (B)(6) 2018. The removed znn nail was not returned for investigation, therefore a material analysis of the fracture surfaces cannot be done. There are several factors which may have contributed to the breakage. It can be possible that the znn nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2018 - 00772 - 2.

Event description:
No new information.